Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose between 500 mg/dl and 600 mg/dl, which was treated with a bolus delivery. Customer had symptoms of headache. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer was advised that tubing clamp would be sent in order to complete troubleshooting. Customer was also advised that sample infusion sets would be sent.